Manufacturer narrative:
The initial failure description was that the rotaflow displayed an "unknown error message" during patient treatment. The operator used the hand crank while restarting the device. After the restart the device worked again. No patient harm occurred. A getinge service technician was on site on (B)(6) 2021 to test the affected rotaflow serial#(B)(4). The technician was unable to duplicate the reported error message. The device is working as intended. Based on these investigation results the reported failure could not be confirmed. However the failure mode "unknown error message" can be linked to the following most possible root causes according to our risk management file (dms# (B)(4). (Un)intentional stop of the pump, e.g.: pump stop intervention after technical error (e.g. Pump runaway, error head). Sensor error (bubble, level, pressure(in hl20 mode), flow). Wrong intervention limits. Unintended rpm change by user. The review of the non-conformities has been performed on (B)(6) 2021 for the period of (B)(6) 2017 to (B)(6) 2021. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. The product in question was produced in 2017-04-10. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
It was reported that the rotaflow displayed an ¿unknown error¿ message during the patient transport. The operator used the hand crank and restarted the device. No patient harm occurred. Complaint ID: (B)(4).